Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure a dissection occurred. In (B)(6) of 2005 the patient underwent treatment of two lesions. The first lesion was 75% stenosed, 3.0x8mm and located in the diagonal artery. A 3.0x8mm liberte stent was implanted resulting in 0% residual stenosis. A second liberte stent was implanted to treat the dissection. The procedure was technically successful. The patient was discharged three days after the index procedure without angina or silent ischemia. The discharge medications were asa 100mg and clopidogrel 75mg daily for six months.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.